Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remains implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the powerlink abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, a possible type 2 endoleak was detected at angiography CT exam. The physician elected to treat the patient by embolizing (coil) the lumbar artery on (B)(6) 2017. The endoleak remained a year later on (B)(6) 2018 per another angiography CT exam and was then determined to be a possible type iiib endoleak. The physician elected to again treat the patient by implanting excluders inside the powerlink graft system on (B)(6) 2018. CT exam six (6) days later found the endoleak had disappeared. The patient was discharged a day later on (B)(6) 2018. There have been no additional patient sequelae reported.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; the deficiency report dated 26 oct 2018 stated no medical records or imaging was available. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: device code - remove 1354. Conclusion code - remove 11.